Event description:
The caller reported a malfunction with the pump, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump and provided instructions for future occurrences. The caller understood the guidance and was advised to continue using the pump, with a recommendation to report if the issue recurred.